Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. When the lead was returned, the terminal pin was not returned with the lead. The terminal pin was located inside the header of the device. The terminal pin was removed from the header and and did not seem stuck. Visual inspection of the terminal pin indicated the drag marks which could suggest the setscrew may not have been fully backed out during insertion/withdrawal of the lead. The cause of the clinical observation could not be determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, when the right ventricular (rv) lead was positioned, the proximal end of the lead began to fall apart. When the rv lead inserted into the device, the rv lead completely fell apart and the proximal end remained stuck in the terminal pin. As a result, the rv lead and device were removed and replaced. No adverse patient effects were reported.